Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to the connection issue the camera processor was flickering, and making a ticking noise inside; and the software was recommended to be updated, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that intermittent image was observed with the evis exera iii video system center. In addition, the flickering processor was making a ticking noise. The event occurred during preparation for use and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the reportable event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the intermittent image could not be determined at this time. Olympus will continue to monitor field performance for this device. Correction: the manufacturer has determined there is no potential for the issue of the flickering processor making a ticking noise to cause or contribute to an adverse event.